Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pcf and medical records received. After review of medical records, the patient was revised for infected left hip. The patient presented with pain, his c-reactive protein went up to over 12. A repeat aspiration revealed frank pus, which grew staphylococcus. Operative notes reported that the hip bursa was entered and it was full of pus. The head and liner was removed. Doi: (B)(6) 2015 ; dor: (B)(6) 2016; left hip. Dvt, major bleed, and hypersensitivity were coded on cup, screw and stem due to allegations after 1st revision, which is captured on (B)(4).